Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gonadectomy procedure with spo2 measurement, the sensor caused a low temperature burn on an animal tongue.